Event description:
Patient called alleging that the meter does not power on. Patient experienced symptoms, which consisted of feeling nervous, sweaty and shaky. Patient treated themselves with food and / or drank a beverage. Patient did not seek medical attention or call their md. Batteries had been replaced less than 1 year. Customer service checked the batteries and made sure they were correctly installed and meter still did not have any power. Customer service sent patient a new meter.